Event description:
Insulin cartridge leaked insulin inside the device and the device's display failed. Patient reported that the device did not generate any alarms and patient did not initially know that they were not getting any insulin. Patient's blood glucose was affected -- it increased to 511 mg/dl. Patient switched to back-up device -- no treatment was received.